Event description:
It was reported that the ilet insulin pump displayed a consecutive stalled motor alert that necessitated a device restart, and the user experienced hyperglycemia with a reported maximum blood glucose of 345 mg/dl and prolonged readings above 180 mg/dl. Symptoms included hyperglycemia without reported loss of consciousness, dizziness, diabetic ketoacidosis, or other acute complications. Outcomes included no use of backup therapy, no ketone testing, no professional medical intervention, and no assistance required. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.